Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had insulin pump error alarm. The blood glucose was 77 mg/dl. The customer stated that the alarm occurred after the battery change. The troubleshooting was performed. The device will not be returned for the analysis.